Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the monitor screen turns completely white and started high pitch alarms during use. It is unclear if ventilation stopped. No patient harm occurred.

Event description:
The following was reported to hamilton medical ag: the monitor screen turns completely white and started high pitch alarms during use. It is unclear if ventilation stopped. No patient harm occurred. Update: this case was found to be incorrect and does not exist. There was a misunderstanding and no malfunction occurred with the device mentioned in this case. Therefore, this case is closed out without any further actions.

Manufacturer narrative:
The logfiles do not support the user's description. Neither on the claimed event date (27.01.2023) nor a few days earlier or later a "off ventilation software" is missing. Additionally, there is no indication that the device had any malfunction. There is neither any technical events nor any technical failures logged. The issue is currently clarified with the customer hamilton medical ag case number is: (B)(4). Follow-up nr. 2 information: this case was found to be incorrect and did not occur. There was a misunderstanding and no malfunction occurred with the device mentioned in this case. Therefore, this case is closed out without any further actions.

Manufacturer narrative:
The logfiles do not support the user's description. Neither on the claimed event date (B)(6) 2023) nor a few days earlier or later a "off ventilation software" is missing. Additionally, there is no indication that the device had any malfunction. There is neither any technical events nor any technical failures logged. The issue is currently clarified with the customer. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the monitor screen turns completely white and started high pitch alarms during use. It is unclear if ventilation stopped. No patient harm occurred.